Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Pump error alarm confirmed in the insulin pump history and during self-test due to cold solder joint on keypad assembly. Unit was received with minor scratched lcd window, scratched case and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error 63. The customer's blood glucose was 17.9 mmol/l at the time of incident. The pump error happened again after reservoir change. The insulin pump will not be returned for analysis.